Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c909 was conducted. There were no nonconformance associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, occlusion system alarm and leak centrifuge alarm. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported an occlusion system alarm followed by a leak centrifuge alarm. The customer stated that she could not see any fluid in the centrifuge chamber but the alarm could not be reset. The customer reported that she inspected the centrifuge chamber and still could not see any fluid, however the centrifuge cover was fogged. The customer decided to abort the procedure with no blood/product return to the patient. The customer stated that the patient was doing well and was in stable condition. The customer was not able to install a new kit since the leak centrifuge alarm kept posting, even after cleaning and drying both the centrifuge chamber and leak sensor. The customer stated that they will try again tomorrow and will call back if necessary. The kit was not returned for investigation.